Manufacturer narrative:
Additional information received: a gap between the taper tip and graft cover was noted which led to difficulty inserting into the patient. The gap was observed before attempting to insert the device. It was reported that a sheath was not use during the procedure because of the large outer diameter of the device (24f). Failure to follow IFU - the gap was observed before attempting to insert the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed no problems were noted on the device when it was removed from its packaging. During the procedure slight scratches were observed on the taper tip. Device photo evaluation summary: one (1) photo was received from the account. The photo captures the device out of the product tray but in the pouch. A gap between the taper tip and the graft cover tip is visible. Device evaluation summary: a gap of 4.0mm was observed between the taper tip and the graft cover tip; specification is 0.5mm. The distal end of the taper tip was partially flattened and oval in shape. There was no further damage visible on the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was planned to be implanted in a patient for the endovascular treatment of a 60 mm thoracic aortic aneurysm. It was reported that the device could not be used due to an abnormality with the device. It was reported that the sheath was stripped. The device was replaced with another mdt device. It was reported there was no noticeable damage to the outer packaging of the device. There was a problem noted with the device before unpacking. No clinical sequelae were reported and the patient is fine.